Event description:
Procedure: gynecological. Reportedly, the instrument did not seal correctly and the tissue stuck to the device jaws after 3-4 applications. The device made the sealing sound, the surgeon clamped the tissue and cut it but blood came out. There was some blood and tissue loss as a new tissue layer had to be sealed with the device.